Manufacturer narrative:
This complaint was received from a clinical study involving a retrospective analysis of neuroblate procedures. This complaint was recently identified during the analysis of the clinical data. The timeliness of this submission is artifact of an old complaint handling process and are now being submitted.

Event description:
It was reported that following a tumor ablation procedure, the patient experienced a mild facial droop. The patient was prescribed levetiracetam, dexamethasone, doxorubicin, and bevacizumab. The event was considered resolved.